Event description:
The pump was returned to animas. Evaluation revealed a crooked display screen. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation, the pump display screen was found crooked and shifted to the left. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.